Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Return requested. Replacement positioning sensor unit (psu) shipped to site 10/24/2016. Medtronic investigation of returned suspect psu finds it was very battered with many scratches and scuff marks. When connected to a known good system the psu would not power up. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 10/25/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report that when turning on the site's navigation system for a spine procedure, the camera was cycling. This issue occurred post-incision. No further details regarding the behavior were provided. The site's second navigation system was brought in to continue the procedure. Delay in therapy was 15 minutes. There was no impact on patient outcome.